Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple kinks on the needle and sheath below the metal protector boot and there was also restriction with the stylet wire from the aspiration port. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use aspiration needle exhibited an issue with the 19-gauge needle, as it was unable to exit the hub. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.